Event description:
It was reported that there was motor rate error. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for analysis of complaint of motor rate error. Review of service history found no repairs in the last 12 months. Alarm history was reviewed confirming complaint but unable to duplicate. Visual inspection found the right plunger cracked and the plunger case was replaced due to the small cracks. The pump was recalibrated and passed all performance verification testing.